Event description:
It was reported the pt was not receiving adequate pain relief from her scs system. As a result, she discontinued using the device and declined reprogramming. Follow-up info revealed the pt underwent surgical intervention, where her entire scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.